Event description:
A coronary stent with delivery system was successfully advanced and expanded at the target lesion in the pt's highly calcified right coronary artery. Following successful stent expansion, attempts to deflate the balloon catheter were unsuccessful. It was reported that the balloon catheter subsequently transected; however, guidewire positioning was maintained. The transected sds, guidewire and guide catheter were withdrawn from the pt as one unit without complication. The pt was subsequently sent for coronary artery bypass graft surgery. The surgery was successful. There were no clinical sequelae reported relative to this event.